Manufacturer narrative:
The product could not be returned and stayed with the customer. The further communication with the distributor brought up, that the patient of this case is the same as reported under 3002949614-2021-00001 with the same articles. A DHR review (including sterilization records) was performed and brought up no deviations. No packaging damage was reported by the distributor on request. The risk of infection is a known residual risk with the procedure, covered by the risk analysis and corresponding information is given in the belonging accompanying product information as a possible side effect. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA.

Event description:
The patient was revised for infection on (B)(6) 2021. This event is the second revision of this patient, the first revision (infection) has been also recorded and reported under 3002949614-2021-00001. All implants were removed and replaced.